Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was reported as due to hemoperitoneum. The same day as the peritonitis diagnosis, the patient was hospitalized and treated with meropenem injection (1 gm, intraperitoneal, once daily, for 19 days) and amikacin injection (125 mg, intraperitoneal, once daily, for 19 days) for peritonitis. The patient was discharged six days after hospital admission. Nineteen days after event onset, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.